Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's program was changed via phone by a manufacturer representative on (B)(6) 2017 and it was unknown if this had resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient visited a manufacturer representative (rep) on 2017-07-13 at their doctor's office. They recalibrated the device. It was noted that, possibly, a fall caused the loss of stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had the system implanted for urinary incontinence. The patient had parkinson¿s and their urologist thought the interstim would help. The caller reported the patient having 2 very strong leaks the morning of the report at 2am and 8am and bed wetting the whole nine yards. The caller reported this was very unusual for the patient, prior to the interstim it had only happens once every 2 months. The caller stated their healthcare provider directed them to call medtronic. The programmer showed stimulation was on and the patient did not feel stimulation. The caller stated if they increase stimulation to the point where the patient can feel the sensation it was uncomfortable for them. If they decrease it by 0.1 the patient did not feel anything. Patient services recommended they stay at the lower setting. The patient was redirected to follow up with their healthcare provider if the symptoms were not resolved. The change in therapy/symptoms was reported to be sudden. A week after the initial report the caller called back to report the patient had 3 major voids/leaks in one night and had gotten much worse. The patient¿s symptoms had been off and on since implant. The caller stated they had met with the representative twice to change the settings. The caller stated the patient became uncomfortable and it was vibrating on the setting is was left at after a couple days. The patient was no longer uncomfortable at the time of the call. The caller connected to the patient¿s implant over the phone and they were on program 3 at 1.2v with stimulation on. Patient services recommended the patient got a recommendation from their healthcare provider before changing programs. No further complications were reported.